Event description:
It was reported that after an emboshield nav6 was pre-placed in the restenosed, moderately calcified, non tortuous external carotid artery, an attempt was being made to predilate a 90% stenosis of the carotid artery with a 5.0x30 mm rx viatrac plus balloon catheter ; however, the balloon ruptured at 8 atmospheres when pressurized with a syringe, in the target lesion. There was no resistance felt during advancement of the balloon catheter to the lesion. The ruptured balloon was removed from the anatomy without issue, and a new viatrac 5.0 x 30mm was placed in the target lesion and the pre-dilatation could be performed successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The incorrect device was returned for analysis. The complaint device will not be returned as it was discarded at the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported the viatrac plus was used in the carotid artery. It should be noted the indications section of the viatrac plus peripheral dilatation catheter instructions for use (IFU) states: the viatrac 14 plus peripheral dilatation catheter is intended to dilate stenosis in the peripheral arteries (iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal arteries) and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In this case, it is unknown how the IFU deviation caused or contributed to the reported difficulties. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f long sheath cook; embolic protection: emboshield nav6 and emboshield nav6 bare wire. (B)(4): indication for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.